Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak due to separated tubing during the first fill cycle of peritoneal dialysis therapy. The patient line tubing was observed broken apart and separated about ten feet from the machine with fluid leaking onto the floor. The patient stopped therapy and restarted with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.